Event description:
It was reported that the user received an urgent low soon and low glucose alert while using the ilet bionic pancreas, with an ilet reading of 69 mg/dl confirmed by fingerstick at 70 mg/dl, and the user treated with approximately 15 grams of carbohydrate, after which glucose rose to 82 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of the hypoglycemic event unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.